Event description:
I had lasik (prk) operation on (B)(6) 2014. As I was warned before the operation, my eyes were sensitive and I felt some dryness. The health professionals who performed the operation and were treating me for the post-surgery complication, gave me some eye drops and said that this is common and normally resolves itself within six months, no intervention is required. Well, it didn't. Four years post the operation, I suffer from severe dry eyes, blepharitis and meibomian glad dysfunction (mgd) and visual aberrations, as well as corneal neuralgia and chronic migraines. These are debilitating conditions which up to date do not have a treatment. The only thing medical professionals are able to offer is a slight relief of symptoms. I had to give up my phd research and my career as an academic librarian because air-conditioned environments and regular computer use exacerbate my symptoms. This has also impacted my social life as I can no longer do activities and hobbies that I enjoyed in the past: indoors, this includes any building that has artificial ventilation - museums, cinemas, some restaurants/bars, cafes, gyms, shopping malls, etc. Outdoors, this includes windy conditions, so mainly hikes, but generally any activities in mountains or the coast could be quite difficult. I can no longer cycle because of the wind and the photophobia and at night, it is extremely dangerous. And I have to give up on getting a driver's license as I won't be able to drive at night or in bright conditions.